Manufacturer narrative:
(B)(4). Concomitant medical products: 110010244 ¿ osseoti acetabular shell ¿ 6295806. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the impactor was put back into rotation to be used for further surgeries. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08630

Event description:
It was reported that during hip arthroplasty the surgeon was unable to unscrew the impactor from the shell after impacting it into the acetabulum. The shell was then removed and a new impactor and shell were used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.